Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x38mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. Starting on (B)(6) 2017, the patient started experiencing chest pain and tightness.on (B)(6) 2018, the patient was hospitalized for unstable chest pain and another stent was implanted in the proximal lad, 100% restenosed lesion. The event resolved and on (B)(6) 2018, the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Per physician, the event was unrelated to the xience prime stent and unrelated to the index procedure. There was no restenosis in or within 5mm of the xience prime stent and no intervention was performed in the proximal lad. The treatment was performed in the mid lad, not the proximal lad and there was no restenosis of the xience prime stent. Based on this new information, this event would not have been MDR reportable.

Event description:
Subsequent to the initial medwatch report, the additional information was received: per physician, the event was unrelated to the xience prime stent and unrelated to the index procedure. There was no restenosis in or within 5mm of the xience prime stent and no intervention was performed in the proximal left anterior descending coronary (lad). The treatment was performed in the mid lad, not the proximal lad and there was no restenosis of the xience prime stent.